Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device not returned for evaluation.

Event description:
Medtronic received information that the keypad on the imaging system was not working. This issue occurred outside of procedure. There was no patient present when this issue was identified.